Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller button not working was confirmed via analysis of the returned system controller as the issue was reproduced during testing. The returned system controller (serial number: (B)(6) was connected to a test system monitor and test power module and communication between the controller and the system monitor was intermittently established. The battery gauge and alarm silence button on the controller were tested and found to function as intended. The display button was depressed several times and it was found that the button worked intermittently when it was engaged. The system controller power cables were replaced with known working power cables; however, the intermittent communication issue did not resolve. The user interface (ui) was then replaced with a known working ui and the intermittent communication issue and the issue with the display button resolved, isolating the issue to the ui. The ui panel printed circuit board (pcb) was removed from the controller casing to visually inspect the components and it was revealed that the ui ribbon cable connector was not properly aligned with the solder joints on the pcb, further isolating the issue to the ui ribbon cable connector. Evaluation of the ui ribbon cable connector revealed atypical voltages; this would have resulted in the issue with the display button, and the controller intermittently establishing communication with the system monitor. The controller¿s ui was then replaced with a known working ui. After replacing the controller¿s ui, the controller functioned as intended and successfully operated in a mock circulatory loop circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 2 days of relevant data (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2020 at 10:53:27 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The communication issue between the system controller and the system monitor and the issue with the controller¿s display button was determined to be caused by a misalignment between the ui ribbon cable connector and the solder joints on the ui panel pcb. A manufacturing analysis task was opened to further investigate the soldering issue with the ui ribbon cable connector. A specific root cause could not be conclusively determined; however, the suspected root cause was determined to be supplier related. No further action is required as current process controls are sufficient to identify this issue, and this is the first occurrence of this issue. Due to the component being provided by an external supplier, an external correction action request (ecar) has been initiated to further investigate the issue. Incidental findings: damaged strain relief on the connector side of both the white and black controller power cables. Conductor breakdown in the system controller power cables. The device history records were reviewed and the records revealed that the system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 18jan2016. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to use the buttons on the system controller¿s user interface. The documents explain how to cycle through the pump and system information that is displayed on the lcd display. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller lcd screen was also not working properly. The clinician was unable to see pump numbers on the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the buttons on the controller were not working. The controller was exchanged.